Event description:
It was reported that a peritoneal dialysis (pd) patient¿s transfer set disconnected from the titanium adapter, further specified as ¿fallen off at home¿. The nurse reported after the catheter tubing was repositioned the patient did not have the nurse tighten the connection between the transfer set and titanium adapter; therefore, the transfer set got loose, and the separation occurred. The patient presented to the hospital and was treated with vancomycin (2g, intraperitoneal, discontinued after 9 days) and gentamicin (60mg, daily, intraperitoneal, discontinued after 9 days). The same day the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy fluid. The transfer set and the titanium adapter were replaced. Eight days after event onset, the patient was hospitalized. The following day, the patient was treated with vancomycin (2g, intravenous, discontinued after 6 days) and ceftriaxone (2g, intravenous, discontinued after 6 days) for peritonitis. It was reported two days after hospital admission, the pd catheter was removed. The patient was discharged seven days after hospital admission. The following day, the patient began treatment with cipro (500mg, thrice a day, by mouth, discontinued after 15 days) and metronidazole (500mg, thrice a day, by mouth, discontinued after 15 days). The patient recovered one month after event onset. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.